Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed rate check and over delivery by 7% was not verified. The event log shows one twenty milliliter bolus test may been performed prior to the return to smiths. The device was performing within the published specification of +/- 6%. Service trimmed the expulsor as a preventative measure to bring the specification more into the nominal range. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed rate check and over delivery by 7%. No reported adverse effects.